Event description:
It was reported that suture placement was attempted using the prostar xl device in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was a 20f. Reportedly, the first prostar xl suture was successfully pre-placed. The second prostar xl was introduced into the arteriotomy and the physician was not able to press the interlocks because the handle was not in the parallel position to the interlocks as it should have been. The physician tried to turn the handle in the parallel position but there was some resistance felt and it was decided not to use the second prostar xl device. A third prostar xl device was used, pre-placing the suture successfully using the preclose technique. After pre-placing the two prostar xl sutures the aaa procedure was completed. Hemostasis was achieved using the two pre-placed prostar xl sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received: after the procedure and outside the anatomy the physician intentionally manipulated the prostar xl device for testing purposes and turned the handle against some resistance in the right position. The needles were backed down during the manipulation outside of the anatomy.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that there was slack in the sutures and the sutures were exposed at the crimped ring indicating the interlocks were successfully depressed and the handle was unlocked and the needles were deployed. The condition of the returned device could have been due to the reported post-procedure manipulation outside of the anatomy by the physician. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.